Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the terminal and tip segments of the lead were received; the mid-bod segment was not received. The lead was severed 116 millimeters (mm) from the terminal pin; the totally lead length received was 454 mm. Visual inspection revealed several cuts in the insulation, a stretched helix mechanism, and separation of the gore covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. Calcified bodily fluid was noted on the distal shocking coils. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections again noted the presence of calcified bodily fluid on the distal shocking coils. Laboratory analysis noted that although the returned segments themselves passed electrical testing, much calcification was remaining on the distal shocking coil. This along with the gradual rise in impedances seen by the device in the field is consistent with calcification which has built up on the lead's shocking coil creating a non-conductive barrier, thereby gradually increasing the impedance seen by the device over time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. Subsequently, a revision procedure was performed. The rv lead and ICD was explanted and replaced. No additional adverse patient effects were reported.